Event description:
Surgery time was extended approx 1.5-2 hours. " d the tap a little more and used the mallet again, at which point the entire tap end broke off in the plug. After trying for over an hour at trying to either remove the tap end or the plug, dr. Had to extend the incision and perform an osteotomy. He was hoping to put in a regular cemented stem back in, but because of the osteotomy he had to implant a long stem prosthesis."